Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code due to multiple magnet applications. Since that time the battery measurements have started to recover. Normal device operation is noted at present. The s-ICD remains in service and there have been no adverse patient effects reported.